Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Correction: b1 and h6 health effect - impact codes 2301and 1903 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data was not returned for review. Pump was returned for analysis. Visual inspection found no issues on the pump. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no issue was found on the pump. Minor bleed/access site adverse event: oozing from either impella or ECMO cannulation site. The cause of the injury was unable to be determined as limited clinical details were provided and no issue was found on the pump. Ischemia/thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria and swollen lower extremities. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.